Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00035 on 25-jan-2023. Additional information (27-jan-2023): the customer informed siemens that the event occurred on 13-jan-2023 between 11 and 11.15 p.m., and their barcode type is "2 by 5" without a digit. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR on 25-jan-2023. Siemens filed the first supplemental MDR on 16-feb-2023. Additional information (10-mar-2023): siemens reviewed the pictures provided for both tube barcodes and noted the customer is utilizing the interleaved 2 of 5 barcodes symbology without the check digit. This barcode type is not recommended per auto2-a2 laboratory guidelines and must have a check digit for use with the atellica solution (ats) per the siemens site survey. Per section 10 of the ats, a check digit must be enabled if the interleaved 2 of 5 barcodes symbology is used. Siemens advised the customer to use the preferred code 128 barcode symbology or utilize a check digit in the interleaved 2 of 5 barcodes. The potential cause of the event is due to poor print quality of barcodes and usage of interleaved 2 of 5 barcode symbology without the check digit. The system is operating as specified. No product issue was identified, and no further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information. The email address inputted under g1 contact office (and manufacturing site for devices) or compounding outsourcing facility was arbitrary inputted to comply with the character limit. The correct email address can be found in section b6.

Event description:
The customer observed a mismatch in reading a sample barcode on an atellica sample handler prime system with serial number (B)(4). The customer alleged that the system performed thyroid stimulating hormone 3-ultra (tsh3-ul) testing on patient sample ID (B)(6) instead of patient sample ID (B)(6). The incorrect result obtained with sample ID (B)(6) was not reported to the physicians. The customer performed repeat testing with the correct patient sample ID (B)(6) and the result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and stated the atellica sample handler prime performed testing with the wrong patient sample tube. The customer located the correct patient sample tube and inspected the label. The quality of the barcode was verified, and no issue was noted. The customer performed repeat testing to confirm the correct result. Siemens is investigating the event.